Event description:
It was reported that predilatation was performed on the mildly tortuous, heavily calcified, left anterior descending artery prior to stenting. An attempt was made to advance the 2.75x28 mm xience v stent delivery system (sds); however, it would not cross the lesion. Retraction of the sds into the guiding catheter was unsuccessful as the stent implant had flared stent struts preventing removal. The guiding catheter and sds were removed together from the patient, the guiding catheter was cut and the sds was able to be removed from the guiding catheter. A new guiding catheter was placed and after additional predilatation, a 2.5x28 mm xience v stent was able to be implanted. There was no clinically significant delay or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent implant was extremely damaged and dislodged onto the distal balloon taper. Guiding catheter resistance could not be tested due to the condition of the returned device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on visual and dimensional analysis of the returned device and on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.